Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for five pt samples when using the synchron lxi 725 clinical system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed on the same analyzer. The test results were within the normal range. It is unk if there was a change to pt treatment. No reports of death or serious injury as a result of this event. This is event 1 of 5 for five pt samples reported by the customer and change to pt treatment is unk. Testing was provided for 2 of the five samples and performed on two separate dates. The customer did not provide data for any other pt samples.

Manufacturer narrative:
Quality control (qc) was within the customer's established ranges prior to the event. Qc was performed twice per day. A routine system check was performed on (B)(6) 2010 which passed. There were no errors posted to the event log in connection with this event. On (B)(4) 2010, the field service engineer serviced the analyzer. Addressed some accuracy issues with the cta (closed tube aliquotter). Replaced the pump, syringe and probe on the cta. All verification testing passed. Found wash pump backlash errors. Replaced the wash pump belt and aspirate probes. Performed a system check and a precision test for accutni; all testing passed with specs. Hardware issues were addressed. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This event 1 of 5 reported by the customer. This MDR is related to MDR 2122870-2011-03307, 03385, 03386, 03387.